Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stoppers with the incident lot was observed. Evaluation of the customer samples was performed and defective stoppers was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stoppers with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had a cracked stopper. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had a cracked stopper. No report of injury or medical intervention. No report of blood exposure to mucous membrane.